Event description:
Information was received from the patient indicating that her previous device which has now been explanted due to reported painful stimulation and voice alteration was not placed correctly. Follow-up was performed with the patient's physician, however it was indicated that there was no reported event captured in the physician's notes and no assessment available.

Event description:
It was reported that a vns patient was experiencing painful stimulation. The physician first wanted to lower the output settings, but was trying not to have major surgery. It was later provided that the patient was scheduled for a full revision due to painful stimulation and voice alteration. Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
The explanted devices were received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Follow-up to the provider revealed that the device was explanted due to the patient¿s response to the stimulation, and that diagnostics performed at patient checkup were within normal limits. Analysis was completed for the returned lead and generator. A portion of the lead including the electrode array was not returned for analysis. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portion. The generator output signal was monitored for more than 24 hours in a simulated body temperature environment. The device provided the expected level of output current. Diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage showed the device was not depleted. There were no performance or any other type of adverse conditions found with the pulse generator.